Event description:
During visit, it was noted that the high voltage impedance had increased within the last year. Noise was observed on rv coil channel. The lead is scheduled to be replaced.

Manufacturer narrative:
A fracture of the conductor was found at the rv connector leg close to the distal end of the strain relief coil consistent with fatigue. This is consistent with the observation from the field of increased high voltage lead impedance.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.